Event description:
According to the initial information received, the 25mm amplatzer cribriform occluder (aco) embolized and was percutaneously snared from the descending aorta. The patient had a normal recovery and was discharged. Additional information has been requested, including imaging of the implant procedure and device serial number, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the aco involved in this incident since it was not returned to us but discarded by the hospital.